Event description:
It was reported that patient did not have stimulation on the right side that covered her pain, which began in (B)(6) 2012. It was noted that there were plans to "revise the lead or figure out the issue surgically soon." Additional information was requested and if received, a supplemental report will be sent.

Event description:
Additional information received reported that the cause of the event was jet skiing. Impedances above 10,000 ohms were seen, and the patient underwent a surgical revision on (B)(6). A visible fracture was seen in the lead, and the lead was replaced with great results. It was noted that the generator pocket was also revised. The patient did not require hospitalization, and it was reported that the patient was recovering.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n284586, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).